Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed, the lens edges are smooth including the haptics. Customer mentions that the event is related to not enough capsule, referring to patient anatomy. There is no indication that the issue reported is related to the lens quality. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a z9002 22.5 diopter intraocular lens (iol) was inserted and removed from the left eye of a female patient due to the patient not having enough capsule. Incision enlargement was required. There was no vitrectomy but sutures were required. No post-op injury was reported. The physician replaced the lens with an anterior chamber lens.